Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope did not pass the leak test at the venting connector. The issue was found at reprocessing. No patient involvement reported. During the evaluation of the device, it was noted the light guide cover glue and forceps cover glue were peeling. This report is to capture the reportable malfunction of peeling light guide cover glue and forceps cover glue noted at estimation.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The elevator channel water flow inlet was loose and leaking. The light guide cover glue and forceps cover glue were peeling. There was also a crack in the cover glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Regarding the chipping of the adhesive part, it was likely that the adhesive chip was generated by applying an external force to the tip due to handling. The instructions for use (IFU) provides the following guidelines: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end.